Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: canada.

Event description:
It was reported that during an unknown time, they were unable to open the unit to remove the cutter/plastic. During product evaluation, it was found that the cutter failed the test cut. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.